Manufacturer narrative:
The device (B)(6) for evaluation. (B)(6) inspected the device and confirmed the following: the insulation resistance value of the insertion section was out of specification due to the peeling of the bending section rubber. The upward direction of the angulation was out of the standard due to the wear of the angle wire. There was a gap in the adhesive of the bending section rubber. The insertion tube was bent and the protector was dirty. The coating on the ultrasonic cable and universal cord had been peeled off. There was a gap in the adhesive of the light guide lens. The light guide cover glass was dirty. The electrical contacts of the ultrasonic connector were corroded. The electrical connector was corroded by flooding and the endoscope connector was dirty. The remote switch 3 was deformed. The s-cover, body control unit, grip unit of the control section and instrument channel port were dirty. There was a leakage at the insertion tube due to a pinhole. The body control unit was corroded by flooding. There was no ultrasonic echo signal because the ultrasonic cable was broken. The resistance value of the ultrasonic system was out of specification due to a crack on the surface of the ultrasonic transducer. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the DHR confirmation result, omsc confirmed that the ultrasonic acoustic lens was not damaged when the device was shipped. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event may have been caused by an external force applied to the ultrasonic acoustic lens, as scratches were found on the surface of the ultrasonic acoustic lens from the photos provided by okr. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(6) and found that the ultrasonic acoustic lens of the probe unit had been peeled off.there was no report of patient injury associated with the event.